Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for supra ventricular tachycardia (svt) that was detected as ventricular fibrillation (vf). It was further reported that the right atrial (ra) lead exhibited low p-waves. The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.